Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set detached at the quick release at night. She had ketoacidosis and her blood glucose level was reported as 570 mg/dl. She used a pen to treat it. No further information available.